Event description:
It was reported that the ventricular lead has rising impedance now up to a current reading of 1200. A change out is planned. The lead remains in use. No patient complications nave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.